Event description:
Account reported incident with 1460 gram infant in which device noted to be "leaking from the cassette" during infusion of hyperal into peripheral IV. No pt injury reported. Device changed believed to be only intervention.